Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was broken off and stuck inside the ins recharger (insr). The patient was therefor unable to charge the insr and was in pain from not having working equipment. A new desktop charger and insr were sent to the patient. No further complications were reported.

Manufacturer narrative:
After review fdc code (B)(4) applies to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37761 (B)(4) product type recharger analysis of the desktop charger (B)(4) found that the cable assembly connector pins were broken. Fdc code(B)(6) and all fdm and fdr codes apply for the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer reported that the issues were resolved and the patient was ok now.